Event description:
A dental hygienist was performing routine medical treatment to a pt and was positioning a pelton & crane lfiii dental track light for use when the light assembly fell from the track onto the pts legs. There were no injuries reported.

Manufacturer narrative:
The distributor informed pelton & crane that a required roll pin was not installed on the dental light post. The roll pin is designed to prevent the post from unscrewing from the track assembly. The distributor also said the two set screws which lock the post in place were loose and not screwed completely in on the track/trolly assembly. Both issues above are to be performed by the distributor during installation of the dental light. Pelton & cran's installation instructions clearly state to install the roll pin and tighten down the two set screws as part of the installation process. The installation instructions also has a warning reminding the installer to tighten down the set screw and to install the roll pin to prevent the light post form unscrewing during operation. Pelton & crane reviewed these installation steps with the distributor to ensure these two steps are performed during installation of the pelton & crane dental light.